Event description:
It was reported that two navigation 3mmx100mm pins broke during the course of a navigated orthopedic procedure at the user facility. The broken pin fragments remain in the patient's bone. No adverse consequences, no medical intervention, and no clinically significant delay were reported with this event. The procedure was completed successfully. After several follow-up attempts were made, no additional information was provided regarding this event.

Event description:
It was reported that two navigation 3mmx100mm pins broke during the course of a navigated orthopedic procedure at the user facility. The broken pin fragments remain in the patient's bone. No adverse consequences, no medical intervention, and no clinically significant delay were reported with this event. The procedure was completed successfully. After several follow-up attempts were made, no additional information was provided regarding this event.

Manufacturer narrative:
The devices were not returned for analysis; it was not possible to determine the cause of the reported event without an evaluation of the devices. The devices were not available for evaluation.